Event description:
Dealer states one of these components is broken on the footplate, but doesn't know which part as this was called in to him. Dealer is not aware if this is end use abuse. Dealer has not seen the chair, this is all via phone call with the end user. Dealer had no detail on how it broke.

Manufacturer narrative:
Additional information will be added if it becomes available.